Manufacturer narrative:
H3: the revision reported was likely a combination of instability, rotational mismatch of the components, and patient-related conditions, which led to prosthesis wear and osteolysis. D10: 5405348 02-010-01-0330 - logic femoral ps cem right sz 3. 5099711 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t.

Event description:
As reported, the patient had an initial total knee arthroplasty. Subsequently, the surgeon performed a full revision on the patient due to painful synovitis, extensive granuloma, abnormal wear of the pe requiring excision, femoral and tibial osteolysis, and tibial and femoral bone graft. No further information provided.